Event description:
The customer reported that during a tracheostomy procedure, a fire occurred in the endotracheal tube. It was quickly extinguished by the surgeon. The oxygen levels were decreased to avoid subsequent problems. During the procedure, it was difficult to keep the pt's oxygen saturation up and oxygen was between 40-50%. The pt's blood pressure was also low. The customer indicated the incident sample is not being returned for eval. The incident is not the fault of the device; poor communication among the operating room staff and too high level of oxygen were identified as the cause in the hospital's investigation.

Manufacturer narrative:
(B)(4). The customer reported that the incident sample is not available for eval. Additionally, the customer reported that their investigation identified that the incident was not the fault of the device; poor communication among the operating room staff and too high level of oxygen were identified as the cause.